Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 1750 mcg/ml; 527.6 mcg/day via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2018; "about a week ago". It was reported the patient experienced a sudden change in therapy noted as a seizure. The patient was at the hospital and found nothing wrong with their blood or urine. The doctors at the hospital believed it was due to the pump. The managing physician said the pump was functioning just fine. There was no out of box failure and no medical or therapy problem associated with small parts. The reporter noted that on the long print out sheet there was a service code 260 and "pump time out of sync with the pp time". No further complications were reported.